Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer reported via sales rep that there has been a fracture of a 44mm offset 125mm exeter revision stem. Additional information has been requested from the sales rep.